Manufacturer narrative:
The initial report was created in error. Please reference to manufacturer report number 3004209178-2016-69085.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 47 mg/dl. Troubleshooting found that the customer just went to their doctor who adjusted the pump settings. Customer declined low blood glucose troubleshooting. No further details provided.